Event description:
Pt had frontoventricular artrial shunt implantation for communication hydro-cephalus. Attempts at changing opening pressure of programmable hakim valve with reservoir from 140 to 120 revealed valve stuck at 160 mm h2o. Shunt replaced and new programmable shunt implanted.